Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to a flattened button dome switch. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer also reported that the act button was unresponsive. Blood glucose level was 308 mg/dl at the time of the call. No further information was provided.